Manufacturer narrative:
Additional information found to be relevant by the manufacturer will be added. A follow-up MDR will be submitted.

Event description:
It has been reported that while carrying a patient downstairs, the track was lost on the stair-chair and the stair-chair came down the stairs. The customer further reported that the patient sustained no injury however, the members of staff sustained back strain and a bruise to the shin.